Manufacturer narrative:
It was reported that a second left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, oxinium head, dual mobility insert and stem was performed using batch numbers in search of other complaints for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in place. Without a reason for the revision involved in this complaint, a specific risk management review for the devices cannot be performed. If this information becomes available at a later time, the review will be completed for the devices involved. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
Us legal mdl. It was reported that a second revision surgery was performed on the patient right hip on (B)(6) 2020. The second revision was performed due to elevated serum cobalt and chromium levels, metallosis, mechanical failure of modular dual mobility construct, proximal femoral migration, liner wear, pain, decreased mobility and pseudotumor formation. During this procedure, the acetabular cup, xlpe liner, and oxinium femoral head were explanted, and a debridement of metallosis and allograft augmentation on the acetabulum were conducted. The patient was taken to the recovery room, extubated and in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
Us legal mdl. It was reported that a second revision surgery was performed on the patient right hip on (B)(6) 2020. The second revision was performed due to unknown reasons, when further information is available the record will be updated. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: it was reported that a second left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup and the dual mobility insert was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. Other similar complaints were identified to involve this batch of acetabular cups and other similar complaints have been identified for the part number and the reported failure mode in this timeframe, and this failure will continue to be monitored. No other similar complaints were identified to involve this batch of dual mobility inserts and no other similar complaints have been identified for the part number and the reported failure mode in this timeframe. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of manufacturing records did not reveal any waivers, concessions, manufacturing, or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. It is unknown if the eccentric positioning of the head in the acetabulum led to accelerated wear and osteolysis with metal debris noted intraoperatively. It cannot be concluded that the reported clinical reactions/ events were associated with a mal performance of the implant. The patient impact beyond the pain, revision, and expected transient post-operative convalescence period cannot be determined. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.